Event description:
It was reported per field service report: pump was on pt. Symptom - battery inop alarm. Circuit breaker cable found cut and shorted to ground. Findings/action taken: biomed replaced circuit breaker cable, circuit breaker and frond end board. There was a functional check by biomed. The pump is back in service. Additional info received on (B)(6) 2014 from the field service representative (fsr) stated that the pump was on the pt when this occurred and as a result, the pump swapped out successfully. The cable was caught between the hinge plate and chassis; however there is no idea of when it happened. Looking at past history the fsr could not see where they had completed any major repairs that would cause this problem. There were no reported of pt death, complications, injury or medical/surgical intervention required. There was a delay in intra-aortic balloon pump (iabp) therapy of approximately 2 -3 minutes which was the time it took to replace the pump. The pt outcome is that there was no reported harm to the pt.

Manufacturer narrative:
(B)(4).